Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (screen blank) has been confirmed. As received, the electrode belt was found to have a damaged trunk cable. The cable was pulled from its strain relief ans was shorting inside the belt node. The shorting caused the monitor to have abnormal shutdowns and a blank screen. The root cause of the damaged cable cannot be positively identified but likely resulted from excessive force exerted on the trunk cable. Once the trunk cable was replaced, the electrode belt was fully functional. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report that his monitor was not powering up. The patient reported that the electrode belt cable was starting to pull from the enclosure. The patient was provided with a replacement electrode belt.